Manufacturer narrative:
(B)(4). Concomitant medical products: 00875201436- liner elevated rim 36 mm i.d. Size mm for use with 60 mm o.d. Size mm shell- 62805528, 00784101420- por fem st 14x140 clred ext-62547628, 00875706001-continuum tm shell clust 60 mm- 62837709, 00625006525- trilogy bone scr 6.5x25- 62854222. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03378, 0001822565 - 2020 - 02985. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 4 years post implantation due to due to pain, chronic dislocations, elevated metal ion levels, instability, tissue damage, malpositioned liner, and impingement. During the procedure the short external rotators and tissue were noted to already have been disrupted off the posterior greater trochanter. Signs of prior dislocation/instability. Attenuated tissue and disruption of the posterior capsule repair. The lipped line was noted to be placed more in an anterior position. Thus a potential source of impingement and cause of multiple dislocations of the hip. Trunnion without wear debris, fracture, or substantial deformity. No gross loosening of the stem. No gross loosening of the acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6 reported event was confirmed via review of medical records by a health care professional. Review of the device history record for the head identified no deviations or anomalies during manufacturing. Additional information does not change the outcome of the investigation. A definitive root cause cannot be determined and no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.